Event description:
It was reported via journal article that slow flow, no reflow and hyperperfusion occurred.

Manufacturer narrative:
Interventional neurology 2013; 2:1-7, norihito shimamura md, phd et all. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).